Event description:
A customer reported that one of the distal prongs on a capri inserter fractured off intra-operatively. The procedure was completed successfully with a 30 minute surgical delay and no adverse consequence to the patient.

Event description:
No new information.

Manufacturer narrative:
Additional data: d4, d9, h3, h4. H6 coding has been updated to reflect completion of the investigation.